Event description:
It was reported that the patient presented after hearing a device alert. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to a lead fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning (B)(6) 2014, the sensing integrity counts went up to 3499 along with ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing on (B)(6) 2014. The lead integrity alert (lia) for rv lead impedance variation in last 60 days and increased short interval counts (sic) on (B)(6) 2014. The rv pacing lead impedance was 1026 on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).